Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address extremely high ion levels. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right hip). Update: 10/17/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 06 jun 2018: (B)(4) has been re-opened under (B)(4) due to ppf and sticker sheet record received. Ppf alleges loosening of cup and elevated metal ions. Added lawyer name, law firm name, expiration date, UDI and patient harm. Added cup in the ip records due to loosening of the cup however, it was not revised. Corrected manufacturing date head, liner and revision hospital. Doi: (B)(6) 2007: dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.